Event description:
Baxter reported that the patient over twisted the twist clamp on the transfer set until it breaks the plastic mechanism underneath. Prophylactic anitboitics ip (vancomycin and gentamycin) was given. The hospital reports this event occurs around once a month. Also the hospital believes, the patient is deliberately breaking the transfer set. The staff has attempted to break a transfer set with no success.